Event description:
It was reported that a cardiac perforation was observed by the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient remained stable throughout the procedure.